Event description:
The device was implanted on 11/22/96 for use in the pt's treatment for cancer. On 1/31/97, the facility risk manager contacted the MFR regarding another incident and reported that they had a problem with this device. The pt was admitted on 1/27/97 due to a suspected infiltration with taxol. An x-ray had been performed which revealed "embolized evidence of infiltration" and that the catheter segment was in the right atrium. The facility believes that the device catheter was cut by a needle, at which time the catheter floated free and had to be removed by the cath lab. The portion of device catheter that fragmented was removed that day and the pt had surgery the next day (1/28/97) for removal of the device. The device is unavailable for return analysis. Pinch off was discussed as a possible cause of failure; however this event is believed to have been caused by a needle.